Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 5.5 mmol/l. The caller stated that the reservoir did not fit snugly any longer. It was also noted that a motor error alarm occurred during the fill cannula process. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. Unable to confirm e70 alarm due to erased history file. The insulin pump has with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.